Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27 mm watchman flx pro laa closure and delivery system (wds) were selected for use. The physician made three deployments with the 27 mm wds, but the laa could not be sealed. They physician switched out devices and increased to a 31 mm wds. Deployment was attempted ten times before it was placed. Prior to release thrombus attachment to the core wire was observed. The thrombus was monitored and no changes were observed. Upon release a floating thrombus was noted attached to the device screw. The physician once again monitored and no changes were noted. There was a risk of cerebral infarction due to aspiration, but the procedure was completed at physician discretion. The patient was prescribed anticoagulation medication postoperatively and a follow-up with be conducted.